Event description:
It was reported that the ddu-100 administered an initial shock during an event, then canceled shock on two subsequent attempts for a total time duration of less than 2 minutes. A second ems team arrived with another defibrillator. There was a delay of less than one minute from the removal of the ddu-100 and the application of the second defibrillator. The second defibrillator detected fine vf. Patient was not resuscitated.

Event description:
In 11/05, during evaluation of the unit for the original event, which occurred and was reported to defibtech in 05, it was identified that the device had been used again in four days later. The unit exhibited similar behavior as was reported in the previous event.